Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the inner and outer insulations. The five filars of the outer coil were also abraded /separated, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.